Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call high blood glucose and blank display on the insulin pump. Customer¿s blood glucose level was 500 mg/dl. Customer treated their high blood glucose via their backup plan. Troubleshooting for blank display and high blood glucose was declined. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display anomaly noted. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, seating, basic occlusion test and force sensor test. Unit received with high sleep current and alarmed pump error 75 during self test due to corroded electronic assembly. Traces of moisture were found at the motor and battery tube assemblies.